Event description:
It was reported to nova biomedical that a consumer's spouse found the consumer in bed unresponsive. He tested the consumer getting a result of 297 mg/dl on their blood glucose meter. The consumer's spouse administered 4.4 units of insulin based on that result. Subsequently, the user experienced a hypoglycemic event requiring medical intervention. When the emt's arrived they tested the consumer using their unk blood glucose meter getting a result of "lo". Consumer was transport to ER for emergent foot treatment. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of the call. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.